Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographic details were not provided.

Event description:
It was reported that an over infusion of heparin occurred between 11 pm on june 5th, and 3 am on june 6th. No patient harm was reported.

Manufacturer narrative:
Additional information added to: a4,d4,h4. Although requested, section a (a.1, a.2, a.3) demographics were not provided by the customer. The customer¿s report of an overinfusion of heparin was neither confirmed nor replicated. There was minor fluid ingress observed underneath the membrane frame and in the cavity where the lower occluder and lower pumping finger sits. Fluid ingress was also observed at the bottom interior of the rear case and in both cavities where the iui¿s are seated. No details of the reported event, such as rate and expected volume infused, were provided and therefore no determination can be made whether or not a programming error occurred. Functional testing performed found the pump module delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through device logs. Analysis of the pcu event log shows pump module was programmed to infuse heparin weight based dosing 25000unit in 250ml (drugid 193) at a rate of 17.4ml/hr with a vtbi of 240ml at 8:35 pm on 05 june 2019. The infusion ran at various rates (19.3ml/hr and 26.8ml/hr) until 3:48 am on 06 june 2019 when the device was channeled off. The volume recorded as being infused during this period was 120.947ml. During this period, between 8:37 pm and 9:19 pm, the device alarmed 6 times for patient side occlusion and the user was able to restart the infusion after each alarm. The disposable set was not returned for investigation. The root cause was not identified.

Event description:
It was reported that an over infusion of heparin occurred between 11 pm on june 5th, and 3 am on june 6th. No patient harm was reported.

Event description:
It was reported that an over infusion of heparin occurred between 11 pm on june 5th and 3 am on june 6th. No patient harm was reported.

Manufacturer narrative:
Although requested, (patient identifier, age or date of birth, sex) demographics were not provided by the customer. The customer¿s report of an overinfusion of heparin was neither confirmed nor replicated. There was minor fluid ingress observed underneath the membrane frame and in the cavity where the lower occluder and lower pumping finger sits. Fluid ingress was also observed at the bottom interior of the rear case and in both cavities where the iui¿s are seated. No details of the reported event, such as rate and expected volume infused, were provided and therefore no determination can be made whether or not a programming error occurred. Functional testing performed found the pump module delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through device logs. Analysis of the pcu event log shows pump module was programmed to infuse heparin weight based dosing 25000unit in 250ml (drugid 193) at a rate of 17.4ml/hr with a vtbi of 240ml at 8:35 pm on 05 june 2019. The infusion ran at various rates (19.3ml/hr and 26.8ml/hr) until 3:48 am on 06 june 2019 when the device was channeled off. The volume recorded as being infused during this period was 120.947ml. During this period, between 8:37 pm and 9:19 pm, the device alarmed 6 times for patient side occlusion and the user was able to restart the infusion after each alarm. The disposable set was not returned for investigation. The root cause was not identified.